Manufacturer narrative:
Concomitant medical product: 500 ml bag of 0.45% sodium chloride, therapy date (B)(6) 2019. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Child is caucasian.

Event description:
It was reported that during a milrinone infusion (100 ml bag infusing at 1.82 ml/hr), an unintended disconnection of the pump tubing to the child's IV access device occurred despite thoroughly tightening the tubing prior to the start of the infusion. The nurse stated that the peripheral catheters are often placed in the crease of the leg where the upper leg meets the groin/upper abdomen. No patient harm was reported. Also connected to the patient at the distal y-site closest to the patient's catheter was an additional primary administration set infusing a 500 ml bag of 0.45% sodium chloride.

Event description:
It was reported that during a milrinone infusion (100 ml bag infusing at 1.82 ml/hr), an unintended disconnection of the pump tubing to the child's IV access device occurred despite thoroughly tightening the tubing prior to the start of the infusion. The nurse stated that the peripheral catheters are often placed in the crease of the leg where the upper leg meets the groin/upper abdomen. No patient harm was reported. Also connected to the patient at the distal y-site closest to the patient's catheter was an additional primary administration set infusing a 500 ml bag of 0.45% sodium chloride.

Manufacturer narrative:
Additional information provided: the customer¿s report of an unintended disconnection was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of disconnecting anywhere throughout the sets. The male luer ports or both sets were measured and found to be within iso standards with the female go/nogo gauges. The customer did not send in the catheter that was reportedly disconnecting from the set. The root cause of the customer¿s report was not identified.